Manufacturer narrative:
Narrative - new, updated and corrected information is referenced within the update statements in describe event or problem. Please refer to update statement dated 14dec2016 in describe event or problem. No further follow up is planned. Evaluation summary a doctor reported on behalf of a male patient that the dose window of his humapen ergo ii device was too dirty to be seen and the device was not accurate. The patient experienced blood glucose fluctuations. The device was not returned to the manufacturer for investigation (batch number (B)(4), manufactured february 2012). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review of the batch did not identify any atypical findings with respect to dose accuracy or dose window illegible complaints. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. In addition, all humapen ergo ii devices are assessed for dose number alignment and legibility during the manufacturing process which would identify any issues with legibility, alignment or other visual defect. The instructions for use provide proper care and storage instructions. There is no evidence of improper use or storage.

Event description:
(B)(4). This spontaneous case, reported by a health-care professional (hcp) who contacted the company to report an adverse event and product complaint (pc), concerned a (B)(6) female patient. Medical history included cataract. Concomitant medications were not reported. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) injections (humulin 70/30 100u/ml) via cartridges with reusable pen (humapen ergo ii) 14 units thrice daily subcutaneously for the treatment of diabetes, beginning in 2015. On an unspecified date, she experienced fluctuations in her blood sugar, and was hospitalized because of it on (B)(6) 2016. No further details regarding hospitalization such as discharge dates and laboratory tests performed were provided. She had an unspecified surgery in order to adjust blood sugar as corrective treatment. By (B)(6) 2016, she had not recovered from the event. On an unreported date, she had an unspecified product complaint against the humapen ergo ii ((B)(4), lot number:1202d01). Human insulin isophane suspension 70%/human insulin 30% therapy was ongoing. The user of humapen ergo ii and his/her training status were unknown. The humapen ergo ii general and suspect durations of use were not reported. The device was not returned. The reporting hcp did not know if the event was related to human insulin 70/30 therapy and did not provide an assessment of relatedness between the event and humapen ergo ii. Update 17-nov-2016: upon review, the case was opened to updated the medwatch fields for regulatory reporting. Edit 25-nov-2016: pc number was received and processed appropriately. Narrative was updated accordingly. No further changes were done to the case. Update 14-dec-2016: additional information received on 13-dec-2016 from the global product complaint database added the device specific safety summary and manufactured date of the device; added the device was not returned; updated the medwatch and european and canadian required device reporting elements; and updated the narrative.

Manufacturer narrative:
This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This spontaneous case, reported by a health-care professional (hcp) who contacted the company to report an adverse event and product complaint (pc), concerned a (B)(6) female patient. Medical history included cataract. Concomitant medications were not reported. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) injections (humulin 70/30 100u/ml) via cartridges with reusable pen (humapen ergo ii) 14 units thrice daily subcutaneously for the treatment of diabetes, beginning in 2015. On an unspecified date, she experienced fluctuations in her blood sugar, and was hospitalized because of it on (B)(6) 2016. No further details regarding hospitalization such as discharge dates and laboratory tests performed were provided. She had an unspecified surgery in order to adjust blood sugar as corrective treatment. By (B)(6) 2016, she had not recovered from the event. On an unreported date, she had an unspecified product complaint against the humapen ergo ii ((B)(4), lot number:1202d01). Human insulin isophane suspension 70%/human insulin 30% therapy was ongoing. The user of humapen ergo ii and his/her training status were unknown. The humapen ergo ii general and suspect durations of use were not reported. The action taken with humapen ergo ii and its return status were unknown. The reporting hcp did not know if the event was related to human insulin 70/30 therapy and did not provide an assessment of relatedness between the event and humapen ergo ii. Update 17-nov-2016: upon review, the case was opened to updated the medwatch fields for regulatory reporting. Edit 25-nov-2016: pc number was received and processed appropriately. Narrative was updated accordingly. No further changes were done to the case.